Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an event with low blood glucose. Customer had a low due to overcorrection with manual injection. A couple a weeks ago the paramedics were called to treat high blood glucose. Customer was unsure if dextrose was provided. The blood glucose reading was 404 mg/dl. Customer treated with 20 units by manual injection. Nothing further reported.